Event description:
During an internal review of programming and diagnostic data, it was found that the vns patient¿s device was tested on (B)(6) 2010 and system diagnostic results revealed high impedance (>= 10000 ohms). The device was disabled on (B)(6) 2010. No patient adverse events were reported. No known surgical interventions have occurred to date.

Manufacturer narrative:
Relevant tests/laboratory data, including dates; corrected data: the previously submitted MDR inadvertently provided incomplete tests data. Brand name; corrected data: the previously submitted MDR inadvertently provided the wrong suspect device for the event. Evaluation codes; corrected data: the previously submitted MDR inadvertently provided a wrong results code.

Manufacturer narrative:
Review of the available programming and diagnostic history. Device failure is suspected, but did not cause or contribute to a death or serious injury.